Event description:
During implant procedure, the right ventricular (rv) lead was not able to be connected to the header of the device. The device was not implanted and a new device was successfully implanted to resolve this event. The patient was stable.

Manufacturer narrative:
The reported event of failure to connect was confirmed. The device was above elective replacement indicator (eri) upon receipt. Analysis revealed the right ventricular set screw was stripped and contained septum material inside the hex cavity. This material in the hex cavity prevented full insertion of the torque driver and was the cause of the reported event. The set screw anomaly was consistent with having occurred during the procedure.